Event description:
It was reported that burr stuck with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr and rotawire was selected for use. During procedure, it was noted that the burr stuck with the wire and were removed directly from the patient's body without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was protruding 43cm out of the handshake connection and was fractured in the burr. The handshake connection, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device revealed that the annulus of the burr was damaged/not rounded, and that majority of the coil was stretched. The damage to the annulus is consistent to interaction with the rotawire during rotation and when the wire was fractured. An attempt to remove the rotawire was made; however, due to the stretched coil and damaged annulus, the wire was not able to be removed and was stuck inside the burr catheter.

Event description:
It was reported that burr stuck with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr and rotawire was selected for use. During procedure, it was noted that the burr stuck with the wire and were removed directly from the patient's body without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.